Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had buckling folds and a hole with a leak at the corner of a fold in the proximal end of the cylinder. The first cylinder had wear at a fold in the middle and distal end of the cylinder. The second cylinder was microscopically examined and had wear at a fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage testing. The pump was microscopically examined, and contamination was found. Due to contamination, the pump was not functionally tested. The pump did pass the leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a hole in the right cylinder. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a hole in the right cylinder. The ipp was explanted and replaced. There were no patient complications reported.